Event description:
It was reported that the device was used during a bowel resection. It was reported by the rep that the surgeon was using a tlc75 instrument and the staples failed to form properly. There was no consequence to the pt.